Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella for mechanical circulatory support. When the purge cassette was attached, the automated impella controller (aic) read "disc not detected," and this issue persisted with a second purge cassette. The aic was replaced with a new console, and there was no reported patient harm.

Manufacturer narrative:
The device was returned for service, and a functional check was performed. The information about the purge disk issue was not reported prior to the device return, therefore the device was not evaluated for the purge disk issue. Console logs from the reported day of event are consistent with complaint and show purge disk being intermittently detected, as evidenced by repeated sequence of alarm #402 (purge disk not detected) being set then cleared. Purge cassette was correctly detected via rfid mechanism. The symptoms observed in the field and confirmed in logs are consistent with either purge disk detect flag being broken or purge retainer being cracked. However, there are no records of either the console failing any functional check testing (at least two such tests were performed since then) or having any parts replaced. It is most likely that defective part was replaced without being documented. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.